Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) for a rhythm check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow-up was completed with the patients clinic. The allied health professional (ahp) at the clinic was able to verify that they had not seen the patient in-office recently, and no reprogramming had been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.